Manufacturer narrative:
Per the initial report, the cardiva vascade mvp device performed per specifications but do to patient non-compliance there was bleeding from the access site. The device was not returned for physical investigation. Conclusion: complications such as bleeding from the access site are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
Access site with reportable issue: side: right, sheath size 12 fr. Complication: prolonged bleeding requiring additional night stay in hospital. Resolved with additional pressure and bedrest. No harm to patient. General narrative: there were 4 access sites in total utilized in procedure. 2 on left side and 2 on right side with closure utilizing 1 vascade 6/7f and 1 vascde mvp device on each side. For all devices, the devices were inserted into the sheaths, the disc were deployed and temporary hemostasis was achieved. The keys were inserted into the lock/grip and the black sleeves were retracted to expose the collagen plugs. The collagen plugs were stripped off the devices and the devices were removed. Pressure was held at all four sites. On the left side, pressure was held for 5 minutes and checked and there was slight oozing. Pressure was held for an additional 5 minutes to achieve final hemostasis for both the vascade 6/7f and mvp access site on the left side. On the right side, pressure was held for 5 minutes and final hemostasis was observed for the access site involving the vascade 6/7f device. The right side larger access site, where the vascade mvp was utilized was observed to be bleeding and additional pressure was held and after 5 minutes hemostasis was achieved. At this point, patient was being extubated while both sides were being held. Patient began coughing and moving legs. All sites were re-assessed and the right side large entry, which had utilizing the vascade mvp device started to ooze and the left side started to bleed. An additional 30 minutes of pressure was held as patient continued to cough, flail legs and move her hips. Patient was moved to recovery. Sites assessed and right side large access site was bleeding, but left side was fine femstop applied to right side and patient stayed overnight. In morning, femstop removed and patient bleed again from the right side large access site. Pressure was held and femstop re-applied. All other access sites were fine. Patient stayed 2nd night in hospital and was then discharged. It should be noted that patient had an inr level of 290.